Manufacturer narrative:
Updated fields: d10, h3, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a biopsy rubber port that came out. Based on the results of the investigation, it is likely the following led to the malfunction: the detached biopsy rubber port was due to stress. Based on the results of the investigation, and since the device malfunction of the debris was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the uretero-reno videoscope had debris in the crease of the handle under the strain relief. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.